Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the severely tortuous and severely calcified vessel. A 2.50mm x 15mm emerge¿ balloon catheter was advanced for dilation and resistance was encountered. However, it was noted that the hypotube was detached. The detached hypotube was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the emerge balloon catheter in two pieces. The hypotube, shaft , and tip were microscopically examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. There were numerous kinks throughout the hypotube and there was a complete hypotube separation 100cm from the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the separated point of device did not entered the blood vessel.